Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing of intrinsic beats which were falling into the blanking period after paced beats. Technical services (ts) was contacted, and ts discussed programming options. The ICD was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.